Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the cannula was received inserted into the radially expandable sleeve. The circular seal was cut. A functional evaluation found that the device passed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the hook was caught on the seal part of the trocar. It became very difficult to remove and insert the probe. The procedure was completed with another device. There was no patient injury.